Event description:
Ep lab located on hospital site had a patient go into ventricular fibrillation (vf). The procedure was an ep study evaluation for a possible ablation. Patient was stated to be okay. Dec mode was not working properly. S3 mode - timing was set at 600ms then changed to 470ms, but pacing jumped to 210ms abruptly and induced vf. Possible use error. They noted that they use the unit all the time and it is their only bloom unit. Did not receive additional information with indication of vf until (B)(6) 2011.